Event description:
It was reported by the customer that the pyxis medstation es system fridge failure. A customer reported that the user was unable to dispense medication due to a reported malfunction, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station fridge failure. A field service engineer substituted the controller board for the remote manager because a component was absent. Following the replacement, I was unable to replicate any errors or malfunctions. The system functioned as intended after field service engineer troubleshooted the device.